Event description:
"Customer contacted us on (B)(6) 2023 to report 2 false positive results. Evidence provided. Before starting, were the instructions read? Yes. May I have your lot and test kit #? Lot #: k08a112309224m6. Test kit #: 4a6n4919. Location of testing? Indoor/outdoor indoor. Was the test completed on a flat surface? Yes. Was the swab rotated 5 times in each nostril? Yes. Were you 6 feet from another person when taking the test? Yes. Were you exposed to covid with in the previous 24 hours of testing? No. Was the vial liquid purple in color? Yes. Was the test moved while it was running? No. How soon after the initial positive test was a retest(s) completed? 1-4 hours. What test did you use to confirm the false positive? Pcr. How many total tests were run before getting this false positive? Did not reply. Did the person tested, contact a healthcare provider? No. If yes, how is the person tested doing? Is the person tested undergoing any treatment? N/a. Is your kit covid/ flu or covid 19? Covid 19".

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm was reported. An additional issue of "invalid/invalid after test" was also reported by this customer and will be investigated in (B)(4). No harm was reported for this issue. A DHR review of kit lot number k08a112309224m6 (expiration date 22oct2023) was performed; no ncrs were identified that could have contributed to the issue of "false positive". Based on a review of the risk management file for the lucira covid-19 test kit, false positive test results are a known possible failure; refer to fmea001 revc.0, fmea004 revb.0, fmea016 revb.0, and fmea017 revb.0. Potential causes and potential harms as listed in this investigation are not all inclusive, as product was not returned for evaluation. The following potential causes were identified in fmea001 revc.0: 65 "primers bind to other pathogens or human targets (reaction amplifies human or cross-reactive pathogen dna/rna)". 79 "reaction has reduced reaction ph and buffering capacity (reaction color can change due to low level non-specific amplification)". 96 "trapped air enters chip during filling (bubble in reaction chamber interferes with assay run and is not invalidated)". 139 "amplification in absence of sars-cov-2 virus (covid false amplification)". 143 "bst enzyme activity at non optimal temperatures during ramp (covid false amplification)". The following potential causes were identified in fmea004 revb.0: 4 "test kit is not stored at the recommended conditions (device exposed to extreme temperature or humidity)". 29 "user moves device during run (signal perturbations)". 36 "user drops device while running (false positive result)". The following potential causes were identified in fmea016 revb.0: 14 "lyop003 and lyop024 with positive amplification is accepted (amplicon contamination introduced to pmix)". The following potential causes were identified in fmea017 revb.0: 7 "internal control and target assay pellets with positive amplification is accepted (amplicon contamination introduced to reag019)". 112 "bottle not placed in the pcr hood (viable airborne particles land on the bottles, leading to bacterial contamination of future elution buffer lots)". 114 "pcr hood malfunction / inadequate performance (viable airborne particles land on the bottles, leading to bacterial contamination of future elution buffer lots)". 147 "air enters pump suction (filter pops off, leading to potential bacterial contamination introduced to elution buffer)". The following potential harms were identified in rsk053 revb.0: 11 "assay false amplification resulting in a false positive test result : unnecessary treatment". 23 "false curves that mimic amplification resulting in a false positive test result : unnecessary treatment". 28 "bubbles interfere with colorimetric signal resulting in a false positive test result : unnecessary treatment". 47 "pmix contaminated with template resulting in a false positive test result : unnecessary treatment". 49 "elution buffer contaminated with template resulting in a false positive test result : unnecessary treatment". 53 "elution buffer contaminated with microbe resulting in a false positive test result : unnecessary treatment". A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: assay false amplification (design defect). Air bubbles in reaction chamber (design defect). Assay contamination/degradation (process failure). Improper storage/handling (use error). A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua 210196. Based on the information above, no further investigation is required.